Manufacturer narrative:
Follow-up #1 date of submission 07/16/2015-product analysis: the device was returned and evaluated by product analysis on 07/01/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related call service alarms. A battery compartment crack and pump case crack were observed. No moisture was observed within the battery compartment. Leak testing revealed a leak at the pump case crack. The battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. Moisture was observed on the pump internal components. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.